Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked.

Event description:
The customer reported that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the button error alarm. Blood glucose level at the time of the incident was 125 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.